Event description:
New information reported stated that on (B)(6) the noise could be reproduced with pocket manipulation. The patient was symptomatic to the noise. The patient would be brought into the hospital for further assessment. No additional information was available at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic patient presented to the clinic after noise was noted during remote session. Upon interrogation, the pulse generator exhibited noise in both channels. The noise could not be reproduced with isometrics. No intervention has been reported, the patient would continue to be monitored.